Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a watchman ® laa closure device & delivery system (wds) were used. The closure device was positioned in the laa, but it did not meet release criteria and needed to be fully recaptured. As the device was being recapture the was kinked. The closure device was removed as well as the was. A different was and wds were used to complete the procedure. There were no patient complications during the procedure. The patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was positioned in the laa, but it did not meet release criteria and needed to be fully recaptured. As the device was being recapture the was kinked. The closure device was removed as well as the was. A different was and wds were used to complete the procedure. There were no patient complications during the procedure. The patient was stable. Device evaluated by MFR: the returned product consisted of the watchman access system (was) with the related watchman delivery system loaded inside the was. The wds was protruding 8 mm out of the tip of the complaint device. The devices were bloody. The hub, sheath, and tip were microscopically and visually inspected. Inspection revealed tip damage (delamination), a kink in the sheath located 13 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.